Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl with moderate ketones. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the bg. Reportedly, due to the elevated bg, the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2023. While in the hospital, the customer was treated with an intravenous of fluids and saline as well as insulin and antibiotics. The customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.